Event description:
It was reported that a section of the device applicator detached. Reportedly, following a successful marker deployment, a mammogram was performed. It was identified that a 7mm section of the applicator detached and remained in the breast. The physician enlarged the incision and used hemostats to remove the detached piece. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed and there were no nonconforming records associated with the lot. There were no issues with the materials, manufacturing or quality inspections record. This lot met all release criteria. This is the only complaint reported to date for this lot number. The investigation is currently underway.